Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unknown issue. The reporter claimed they "can't see writing". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 the lay user/patients control solution has been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #4. This supplemental is being sent to correct information that was previously sent in follow up #3. The information in follow up #3 should have been documented in the 'corrected data' field as control solution product analysis findings were available at the time of submission of follow up #2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.